Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. The devices were not received for evaluation; therefore, the reported events were not able to be confirmed. There were no remedial actions taken. This device is not labeled for single-use. Product not received.

Event description:
This report summarizes <noe> 5 </noe> malfunction events, in which the batteries were reported to be overheating. There was patient involvement; no patient impact.